Manufacturer narrative:
The reported issue of an inability to interrogate and poor communication while using ble was confirmed. The additional information received was reviewed and it was determined that the issues were a result of poor ble agent communication and a device cybersecurity measure, which resulting in a loss of ble telemetry. No other anomalies were found.

Event description:
It was reported that after the implant procedure, the implantable cardiac monitor (icm) intermittently disconnected while interrogate. No programming changes were made. The patient was stable throughout the procedure.